Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that following intraocular lens (iol) implantation, the patient had blurry vision. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was refractive surprise. Additional information was received. The iol exchange was done in patient's left eye with company lens. In surgeon's opinion the event was likely related to effective lens position within the eye; as the eye healed, the implant's effective lens position (elp) likely shifted creating a more myopic result.